Event description:
This companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver displayed an "emergency battery error" alarm while trying to perform a system check. The customer also reported that the driver was charged overnight, but the driver still exhibited an "emergency battery error" alarm. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. In addition, this alleged failure mode would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and wall power. An investigation will be conducted by syncardia and the results will be provided in a supplemental MDR.